Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the atrial lead was observed to be dislodged. Lead repositioning was attempted but the helix was unable to extend. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. The reported event unable to extend helix was confirmed. After cleaning, the helix could be extended and retracted by applying torque to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event unable to extend helix was isolated to the helix being clogged with blood/tissue and the over-torque of the inner coil. The reported event of lead dislodgment was not confirmed.